Event description:
The customer called and reported the needle on the reservoir transfer guard was slanted on one reservoir on (B)(6) 2015 and then on (B)(6) 2015, the needle was completely bent down and off to the side and there was no pressure to fill the reservoir. Customer's most recent blood glucose was 358 mg/dl at the time of the report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.